Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for a device check. The device was noted to be in a backup/reset status, and not transmitting through remote transmission. The device was reprogrammed and restored successfully. The patient was asymptomatic throughout the checkup and will continue to be followed-up normally.